Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a cracked filter on a tri-fuse set during a hyperalimentation infusion, dosage and rate unspecified. The set was replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
Additional information provided: d.11. H6, conclusion code: field left blank- no available code for undetermined or unknown cause. Correction on initial report: d.4, d.11 & g.5. The customer¿s report of a filter cracking and leaking was not confirmed as the filter set was not received. However, cracking and leaking were confirmed on the needle free valve that was received. It is suspected that the event details were misreported and the valve is the actual suspect product. Visual inspection of the valve noted a crack running in the direction parallel to the fluid flow, measuring 4.33 mm. The valve showed signs of scratches all over the body, indicating that it may have been damaged by a blunt force. Functional testing was performed and a leak was noted to be coming from the crack. The root cause of the leak was a crack in the subassembly of the connector valve. The cause of the crack is unknown.

Manufacturer narrative:
The concomitant product has been received, and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction e.1, initial reporter address.